Manufacturer narrative:
(B)(4). Date sent: 4/9/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # 764d47. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with the anvil shroud broken and with no reload present. In addition, the blister, tyvek and sale unit were returned along with the device. No functional test was performed due to the condition of the device. No conclusion could be reached as to how the damage to the device occurred, it is possible that the damage was due to improper handling of the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 764d47, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that before an unk procedure, when they removed the product from packaging box, it was broken. The metal component separated from the plastic component. No patient involvement.